Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be provided after the investigation has been completed.

Event description:
It was reported that the on/off switch on the resuscitation module was leaking oxygen. There was no report of patient involvement.